Event description:
High impedance was seen in the operating room during a prophylactic battery replacement surgery. The impedance was noted to be normal pre-operatively. The new generator was attached and high impedance was seen. The lead pin was reinserted and the impedance did not resolve. The old generator was attached to the lead and high impedance was seen. A test resistor was attached to the new generator and the generator was confirmed to be able to read the correct impedance value. The surgeon visually examined the lead and no damage was observed, however, one end of the lead was noted to be flattened and slightly abnormal in appearance. The patient had broken his arm the night before surgery, not alleged to be related to vns, but the incident could have caused trauma to the device area. The new generator was implanted and the device was not programmed on. The explanted generator was discarded. Lead revision occurred at a later date due to the high impedance. A new lead was inserted into the generator and impedance was within normal limits. The explanted lead was discarded. No other relevant information has been received to date.